Manufacturer narrative:
Date rec'd by MFR: 15aug2019. The customer could not confirm the reported issue. The customer found that the wall outlet in the biomed shop was defective. The customer changed to a different oxygen source that could flow adequate oxygen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The caller reported that the unit failed the o2 flow accuracy test. There was no patient involvement.